Event description:
Information taken from medtronic product return data spreadsheet. Products were returned to medtronic and analyzed - ipg passed functional testing; leads were returned in segments due to the explant procedure but analysis determined that continuity was complete and there were no electrical shorts between the circuits.